Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The stent graft remains implanted and the delivery system was discarded by the user facility; therefore, not available for evaluation. The event investigation is currently underway.

Event description:
It was reported that the stent graft moved upon deployment. Reportedly, the physician deployed the stent graft overlapping the graft and the native vein. Upon deployment, the stent graft moved approx 15 cm centrally. The physician advanced a balloon catheter, slightly inflated the balloon, and moved it back towards the target area. A bare metal stent was deployed overlapping the graft and the end of the stent graft. There was no report of injury to the pt.